Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.5/1.0/106 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This did not resolved the problem. Cause of the event is reported as unknown. Reportedly, patient's intraocular anatomy is abnormal and the vaul remains low after replacing the lens. See MFR # 2022-02658 for claim to resolve problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).